Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was misfiring. As per reporter malfunction could lead to a patient bleeding after surgery and is unsafe to use.

Manufacturer narrative:
Additional. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the device was misfiring. There was no patient harm.